Event description:
A (B)(6) female pt called zoll customer support to report the one of her electrode belt cables were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrode was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.